Event description:
Baxter received a report stating that affinity 4 bed frame CPR was not activating. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found that the CPR spacer that holds the CPR cables was missing. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity birthing bed. Wo effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Test the CPR release for proper operation and reset of the head drive system. When the CPR realease is pulled, the bed should lower from any position within with in 7 seconds with at least 50 lb (23 kg) of weight on the head section. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on january 23, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the CPR spacer to resolve the reported event. Based on this information, no further action is required.